Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter shaft was cracked. Reportedly, the catheter was advanced to the treatment site; however, it would not inflate at all during initial inflation attempt. The device was retracted without incident and observed on the back table where a crack on the catheter shaft was seen. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is confirmed for a complete outer circumferential shaft break at the proximal balloon glue joint. The investigation is unconfirmed for a crack, as the break was likely perceived by the customer as a crack. The edges of the break were jagged and stretched, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event. However, the definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.